Manufacturer narrative:
(B)(4), eval method: other, device history reviewed. Results code: other, device history review found the product met specs when released for distribution. Conclusion code: other, cause of event cannot be determined. Analysis: not product was returned for analysis. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Because the device remains implanted, no definite conclusions can be made about the clinical observation.

Event description:
Medtronic received info that this annuloplasty ring, implanted for 6 years, showed a fracture on radiological and echocardiographic examination, resulting in insufficient coaptation of the leaflets and regurgitation. The device remains implanted.